Event description:
The customer called technical support (ts) and reported that the device has an error code 1122 blower temperature high message. The unit was not in use at the time of the reported issue. No patient or user harm was reported. The customer found that the filters are very dirty and need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/27/2022, 10/28/2022 and 10/31/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.